Event description:
There was a revision done on this lead due to dislodgement. The lead remains actively implanted. There were no adverse pt events reported. Should additional information be received, this file will be updated.